Event description:
The account alleged the bed was just worked on and it has the same problem again, the left intermediate rail latch is sticking, not allowing the siderail to come down.

Manufacturer narrative:
The technician found that the siderail would not latch in the up position. Repairs have not been completed.